Manufacturer narrative:
The returned device was evaluated, and the user's request of ¿cannot connect to the tower" could not be confirmed, but the user's request of "unable to obtain a picture¿ was confirmed. No new phenomenon was identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report is being submitted to provide the results of the investigation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that this camera head cannot connect to the tower and was unable to obtain a picture. There were no reports of patient or user harm associated with this event.